Event description:
During an open reduction interbody fusion (orif) distal radius plate procedure, the depth gauge ((B)(4)) broke. The depth gauge feeler broke off where it attached to the handle. Nothing broke off into patient, and all broken pieces were retrieved. Surgeon used another depth gauge to complete the procedure with no further problems, no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The product evaluation revealed the needle was received broken off where it threads into the slider, and the missing piece was not returned. The fracture face is homogenous which indicates material uniformity. There are longitudinal surface marks on the slider which are consistent with field use and discoloration on the slider handle. There is also a band of red tape on the handle. All components of the device were present except the broken needle and the protection sleeve. The thickness of the probe ((B)(4)) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length ((B)(4)) is determined so the slider can measure screws up to 40 mm. (B)(4). The returned device was manufactured in july 2002 and is over 9 years old. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was not returned with this instrument and it cannot be determined if it was used as recommended. It is concluded that the design is adequate for the intended use and the occurrence and severity are within those defined by the product risk analysis. Therefore, there is nothing to indicate a design issue and this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).